Event description:
It was reported that during an iliac artery stent treatment procedure, premature deployment of the stent occurred. The lesion was located in the left iliac artery. Upon attempting to load the wallstent-uni endoprosthesis with unistep plus delivery system onto an amplatz guide wire outside the patient, the stent prematurely deployed. The device had no contact with the patient. The procedure was completed with another of the same device. Patient status is reported as 'stable'.